Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile app prompted initial setup on its own. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated but could not confirm the allegation. The probable cause could not be determined. No injury or medical intervention was reported.